Event description:
On (B)(6) 2010, the patient reported that for the past week the buttons on his insulin device are sluggish and will not beep. He stated that today the buttons stopped working. He stated the buttons pop up when pressed. His device has not been dropped. He has switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.